Event description:
It was reported that a user on ilet experienced hyperglycemia with a fingerstick blood glucose of 309 mg/dl, and the agent advised a full supply change including insulin; the user elected to wait, and the ilet subsequently reduced glucose by approximately 20 mg/dl over 18 minutes. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting without alerts or alarms and without hospitalization. Investigation included agent-guided assessment, fingerstick verification, and counseling on supply change. Investigation of this case revealed no device alarms or malfunctions and no confirmed device component issue; the hyperglycemia cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.